Event description:
An enclosure bed was used for the safety of a pt with hypoxic encephalopathy. Five days later, an air mattress for skin care was placed on the bed with the enclusure appratus. The side rails were not in the "up" position (conclusion from our investigation). There was excess material (for the articulation of the head of the bed) between the air matress and the enclosure bed causing a gap. It is this part of the bed where the pt's head was caught. The pt was found unresponsive, a code was called. The pt was transferred to ICU where she expired in 2006. A spacing holster described in the enclosure bed instructions obtained after the event was not provided by the bed co supplier.